Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 145 mm. Vessel morpholgy is unknown. It was reported that the bifurcated device was partially deployed through a 22 french sheath to just below the bifurcation. The 16 mm length x 11.5 cm length limb was partially deployed through a 16 french sheath into the contralateral limb of the bifurcated stent graft. Contrast was injected to determine appropriate positioning within the gate. The physician thought the contralateral gate was cannulated, and the contralateral limb was deployed further. Angiography revealed an endoleak. The limb was then pulled down slightly. A 16 mm diameter x 8.5 cm length iliac cuff was placed between the bifurcated device and the iliac limb in an attempt to bridge the gap between them, but the leak was still present. It was discovered that the iliac limb had not been deployed inside the gate. A 28 cm diameter x 3.75 mm length aortic extender cuff was deployed in the neck of the bifurcated device to seal off the limb and create an aorto-uni-iliac device. A femoral-femoral bypass was performed. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is report to be fine.